Event description:
The patient was revised because of pain.

Manufacturer narrative:
(B)(4).the devices associated with this report were not returned. Per wi-3430, a review of the device history records is no longer required for the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges that the patient experienced pain, stiffness, decrease range of motion, difficulty roating the hip joint, difficulty in bearing weight, difficulty ambulating, release of metal particles due to friction resulted to elevated cobalt-chromium levels, inflammation, discomfort, metallosis, bone injury and mental anguish. Added stem due to alleged elevated metal ions but is unknown if also revised. Doi: (B)(6) 2010; dor: (B)(6) 2014; right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.